Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy procedure, while using the generator with other accessories and hand piece the patient got burnt in the mouth and it was noted that there was no problem with the generator when tested.